Event description:
"This rv lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that there was a periodic spike in impedance with one greater than 3000 ohms. On (B)(6) 2018 and (B)(6) 2018 lead safety switch was present even minute ventilation (mv) sensor was off, still there was an episode showing noise when lead is in unipolar and no asystole noted greater than 2 seconds. The physician was or. (B)(6). No other information is available. Additional information received reported that the patient implanted with this pacemaker system felt right ventricular (rv) pacing and the device was programmed to lower rate limit (lrl) of 40 beats per minute (8pm). It was noted that the device may be programmed to unipolar pacing due to the previous rv lead safety switch (lss) from 2018. Recently, the patient was in an atrial tachy response (atr) recently and the device was pacing at 70 bpm, but did not feel it. As a result, there were concerns about possible non-capture. This pacemaker system remains in service. No additional adverse patient effects were reported." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).